Manufacturer narrative:
Additional narrative: service history review: lot t991783 - no service history review can be performed as this is a lot controlled item. The manufacture date of this item is april 15, 2013. Service & repair evaluation: the customer reported the cutting tip was chipped. The repair technician reported damaged component as the reason for repair. The cause of the issue is unknown. The following parts were replaced: jaw/bolt system. This item was repaired, passed synthes final inspection, and returned to the customer on (B)(4) 2015. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the service and repair department that the surgeon noticed the tip of the rod cutter was chipped prior to use during a level t4 to l2 posterior spinal fusion surgery for normal adolescent idiopathic scoliosis (ais). The patient was in the room, but the surgeon had not yet picked-up the rod cutter for use. There was no delay in surgery and the procedure was completed successfully. X-rays taken were normal part of procedure. No additional information is available at this time. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient¿s weight is unknown. Device is an instrument and is not implanted/explanted. It is unknown if the complainant part will be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn as no product was received. A review of the service history records has been requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.